Event description:
It was reported that the pulse generator exhibited a high current drain. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.